Manufacturer narrative:
Unit passed self-test. All buttons functioning properly. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No unexpected back light anomaly noted. The unit p-cap / test reservoir locks in place properly. Unit received with cracked case near belt clip rails, cracked battery tube side, fading serial number label and cracked keypad overlay at select button. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. Unable to verify battery cap damage due missing battery cap. Unit was not confirmed for back light anomalies. Unit passed all required testing. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. Unable to verify battery cap damage due missing battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported battery cap damage and battery cap contact missing, crack on the bottom left corner of the clip to the bottom of the case of the pump and the backlight did not work. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for battery cap was damage. Damage was on metal contacts. The customer was informed that a battery cap replacement will be sent. Troubleshooting was performed for cosmetic damage and customer reported physical damage (crack or scratch) on the pump was not related to the retainer ring. Troubleshooting was partially performed for backlight anomaly but later customer declined. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.